Event description:
Per the audiologist, the pt reported no sound the day (date not reported) after she was skiing. Reportedly, she was wearing a helmet at the time. No trauma was reported. An x-ray was recommended to confirm the internal magnet was in the correct placement. Results of an integrity test done in 2009 showed the device was not functioning. The internal magnet was confirmed to be in correct placement after the explant/reimplant surgery. The pt's device was explanted one week later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.